Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to calibrate co2. There was no patient involvement reported.

Manufacturer narrative:
Multiple requests were made for resolution data without a response and the device has not been returned to the bench. Device resolution data is not available.